Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that she experienced sensor reading discrepancies. The customer stated that the sensor read 40 mg/dl and the insulin pump alarmed threshold suspend. She treated based on the low sensor glucose reading and when she checked her blood glucose was high at 448 mg/dl. The customer also stated that she inserted a new sensor the day of the call and her sensor was reading 270 mg/d and blood glucose was 161 mg/dl. Customer was advised against treating according to the sensor glucose readings.